Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report numbers: 2017865-2018-03419, 2017865-2018-03421, and 2017865-2018-03425. It was reported that the patient expired at home. Prior to the patient's death, the patient experienced episodes of acute dyspnea. The cause of death is unknown but is suspected to be due to acute heart failure and pulmonary edema. There is no allegation of malfunction against any abbott device.